Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a pt death occurred. The 99% stenosed target lesion was located in the moderate calcified heavily tortuous proximal left anterior descending (lad-p) prior to the procedure, the pt presented with cardiogenic shock and evolving myocardial infarction. The physician could not cross the lesion with a 2.25x24mm taxus liberte drug eluting stent. The procedure was prolonged for approx two hours. The pt expired during the procedure. The actions taken prior to the pt's death were " vasoactives drugs, reopro and guideline for resuscitation". No autopsy was done. The physician attributed the pt's death to "the cardiogenic shock and myocardial infarction."